Event description:
On july 25, 2006, the lay user/patient contacted lifescan for assistance with the meter and was advised to call lifescan back for assistance with the meter settings after she replaces the battery and since it was displaying the battery symbol. At the time of that call, the patient did not report any medical attention due to the battery issue. In 2006, she called lifescan back for assistance with the meter settings. The customer care advocate (cca) walked the patient through the meter settings and discovered that the meter was incorrectly set to "mmol/l." The medical affairs specialist spoke with the patient 4 days later, to obtain/verify the following information. The patient had the drugstore replace the meter's battery a day before, and reportedly had not tested on her meter since then. The patient stated that the meter was previously set correct to "mg/dl." The patient stated that she did not make any recent changes in the meter settings and was unable to confirm if the drugstore made any changes in the meter settings. The patient does not recall if she had any meter readings with a decimal point and became aware of the incorrect unit of measure for the first time when she called lifescan in 2006. When the mas asked if the patient received any medical attention due to the meter issue, she stated that she received medical attention because her meter was not working due to the "apply sample" issue. This issue started some time after her last successful meter reading about nine days before. The patient usually tests 4 times a day. The "apply sample" has not been reported to lifescan. Since she was unable to obtain a meter reading for approximately a week, she states she was "guessing" how much novolin r to take before and after her meals based on how she felt and the carbohydrates. She reportedly was taking 3 units of novolin r (before or after meals) and 26 units of lantus (every night). One week before, the patient started to develop high blood glucose symptoms (dry mouth, body heating up and thirst), which would come and go. About 2 days later, the patient tried to test on her meter; but noticed the battery symbol for the first time. She did not realize that she needed to replace the battery. Four days later, (prior to contacting lifescan), the patient went to her general doctor because she was unable to obtain a blood glucose reading and she felt she had a urinary tract infection. Her blood glucose was "334 mg/dl." The patient obtained a blood glucose test and no further treatment for her blood glucose levels. This complaint is being reported because the patient was unable to test for approximately a week, was guessing how much novolin r insulin to take, and eventually developed symptoms and was found to be hyperglycemic. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.